Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The patient was diagnosed with moderate with localized advanced periodontitis. It is recommended that the patient discontinue aligner treatment, so as not to further progress bone loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.